Event description:
Device #2 (lica) malfunction: none. Symptoms/ ae: in-stent restenosis. Time of ae: approximately 8 months post procedure. It was reported that approximately 8 months post a left internal (lica) and common carotid (lcca) artery stenting procedure in 2007, the pt returned to the catheter lab for treatment of in-sent restenosis. The lica and 60% in-sent restenosis and the lcca had 90% in-stent restenosis. Carotid angioplasty was performed. There was no adverse pt sequelae reported. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Restenosis of stented segment is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finish device lot history record did not reveal any non-conformities which could have contributed to this event. Device #1 rx acculink part # 1011342-30, lot # 6042051, is being filed under a separate medwatch MFR # 3004742046-2009-00118.